Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was very tight. According to the complainant, the stent was successfully deployed; however, the delivery system got stuck inside the stent during removal. After slight manipulation, the delivery system was successfully removed from the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.